Manufacturer narrative:
Initial reporter postal code:(B)(4). The device was received for evaluation containing 97ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion. The device had been filled with 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride for a 24 hour infusion. This issue was observed when it was disconnected at the hospital clinic in the morning at 8:30 am. The device was connected directly to the patient¿s PICC line (peripherally inserted central catheter) and access was via single lumen PICC, "4 fr". The device was kept at level of the heart and the PICC was inserted into left basilic vein. There was no report of patient injury or medical intervention associated with this event. No additional information is available.